Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. The device was not returned to the cis for analysis. No images or procedural media was received from the customer; the reported allegation cannot be confirmed. However, based on the event description, it is most likely an interaction occurred between the balloon and the patient's anatomy that contributed to the reported event. The patient's anatomy was severely calcified and 90% stenosed; these anatomical features most likely contributed to the balloon rupture

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 12atm within 15 seconds. The device was removed using normal method without any issue. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 12atm within 15 seconds. The device was removed using normal method without any issue. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.